Manufacturer narrative:
(B)(4). The other promus stents mentioned are being filed under separate manufacturer report numbers. (B)(4) - indication for use: used to treat restenosis. There was no reported product deficiency. Angina, myocardial infarction, thrombosis, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that approximately 14 months after the 3 promus stents were implanted, in the coronary vasculature, the patient was found to have ECG changes and ischemic symptoms representing a potential myocardial infarction. No additional information was provided. Additional information subsequently received stated that on (B)(6) 2010 a 2.5 x 23 mm promus stent was implanted in the 1st obtuse marginal (om) artery, a 2.5 x 18 mm promus stent was implanted in the proximal right coronary artery (rca), and a 3.0.x 23 mm promus stent was implanted in the restenosed proximal left anterior descending artery (lad). On (B)(6) 2011, the patient presented with crushing substernal chest pain and shortness of breath. Angiography showed in-stent restenosis in all 3 stents with thrombosis in the proximal lad and 1st om stents and complete occlusion in the mid-rca and 1st om arteries. Angioplasty and thrombectomy was performed in the proximal lad and 1st om. No treatment was performed on the mid-rca lesion. No additional information was provided.